Manufacturer narrative:
Through service, the service technician found that the handpiece had run-on.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturer facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.